Event description:
Pt safety coordinator requested an event log review for an overinfusion of propofol. Report from customer is as follows: "on (B)(6) 2012, (B)(6) pt weighing (B)(6) was receiving propofol for a radiology procedure. The pt received a 3 mg/kg IV push for a dose of 73 mg then IV infusion started on pump at 100 mcg/kg/min. Md reports initial apnea with bolus. Pt breathed spontaneously after 3 manual breaths, no change in hr, sats did not trend below 90. Approx 2-3 mins later, pt again with apnea. Sats trending down (never below 80s). Easy to bag, quick return in sats. Intermittent cessation of assisted breaths revealed no spontaneous rate. Interrogation of pump revealed infusion rate not as ordered - was higher. Infusion stopped. Bmv continued. Awaited spontaneous respirations, which was not more than 5 mins. Rn reports that she programmed 100 mc/kg/min. Pump appeared to be delivering medication too fast. Stopped infusion, reprogrammed once pt with spont resp. Pump delivered medication appropriately." Bmv presumed to indicate bag-mask-valve assisted respirations. The estimated time of the event is between 8am and 11am. Customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The requested log review for a reported over infusion of the drug propofol has been completed. For the date and time period reported, four programming events occurred with the syringe module and the infusion of propofol. It was noted that during the first three programming events, the user selected new pt before programming, making it not possible to definitively determine if they occurred on the same pt. With the first programming event, the user entered a pt weight of (B)(6). With the second event, the user entered the weight as (B)(6). This weight entry resulted in the syringe running at a rate ten times faster than a weight entry of (B)(6). The user stopped this infusion approx four mins later and reprogrammed the syringe again after selecting new pt with the weight of (B)(6). The user maintained the same pt data and weight for the fourth programmed infusion of propofol. The root cause for the customer's report of medication infusing too fast is being attributed to programming. The pt weight was programmed as (B)(6), instead of the reported weight of (B)(6).